Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was an urgent care facility with high blood glucose, and he was treated with 10 units of insulin and sent him on his way. It was stated that the customer stressed out due to the situation and was not taking care of himself at the time. The customer did not feel well and was vomiting. The mother stated that they removed the insulin pump and lost it. It was stated that they have been looking for the device for the last hours and were not able to locate it. No further information was provided.